Event description:
A patient specific prescription form was provided with reason for revision "loosening of femoral component and stem fracture" and additional note "revision distal femoral epr with short remaining segment for fixation proximally - estimated femur length approx 10 cm from gt - plan to preserve the tibia.

Manufacturer narrative:
Reported event: an event regarding crack/ fracture involving a jts, distal femur, femoral stem was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2008. The surgeon reported that the stem has aseptic loosening and a fracture. The x-rays provided showed the radiolucent lines along the stem between the cement mantel and cortical bone. The middle of the stem had a horizontal fracture line which indicates that this is more likely a stress fracture. The above observation confirms the reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 09sep2008 with no reported discrepancies. Complaint history review: there have been 2 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was provided with reason for revision "loosening of femoral component and stem fracture" and additional note "revision distal femoral epr with short remaining segment for fixation proximally - estimated femur length approx 10 cm from gt - plan to preserve the tibia.